Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. A photograph of the device has been received and is currently awaiting evaluation. Upon completion of the evaluation of the photograph, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the actual sample was not available for evaluation; however, a photo was available for visual inspection. No defect was observed during visual inspection. No other test was performed. Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, a follow-up MDR will be submitted.

Event description:
It was reported that the bag seam of an intravia empty container leaked. The reporter stated that the leak was just to the right of the administration port. The bag had been filled with morphine. This occurred before patient use. There was no patient involvement. No additional information is available.